Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. After changing to a new cartridge, the customer was successfully able to observe insulin drops exit the tubing and successfully resumed insulin delivery. The customer's blood glucose level was 100 mg/dl.